Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 117" while discharging energy into an analyzer. Complainant indicated that there was no patient involvement in the reported malfunction.